Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was frozen on the fill tubing screen. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer had manual injections and levemir as alternate insulin therapy.